Event description:
It was reported that the patient presented to the emergency department with shortness of breath. It was noted that the right atrial (ra) lead exhibited suspected intermittent undersensing during recorded episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.